Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4).

Event description:
Treatment of an avm (arteriovenous malformation). During the onyx injection, it was reported that the echelon catheter seemed to be ruptured and that there was approximately 1cm of reflux. No patient injury was reported as a result of the procedure.same event as MDR# 2029214-2013-00909.